Event description:
International complaint coordinator reports one incident of blood leak on psn 170 dialyzer. No pt injury or medical intervention reported by complaint coordinator. No further info available.